Manufacturer narrative:
Pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer representative. When prompted to verify the accuracy of the conflicting implant date, the manufacturer representative noted that this was the information provided from the manufacturer sales representative, and the physician was not able to provide further information. Elective replacement indicator (eri) was at 32 months. The hcp had no further information regarding this event.

Manufacturer narrative:
Conflicting information was reported noting that the implant date was (B)(6) 2013 despite the manufactured date being 2014-feb-24. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 5 mg/ml at a dose of 1,6991 mg/day via an implantable pump. The indications for use were not reported. It was reported that the pump was alarming due to motor stall. Diagnostics included ¿logs¿. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient showed pain but was not responsive to oral medication. The oral medication was not effective. The pump was replaced; the patient felt fine and was receiving effective therapy. Pump replacement was ¿okay¿. The issue was resolved, and the patient's status was alive - no injury. The pump would be returned to the device manufacturer. The healthcare provider (hcp) would have further information on this event ¿next week¿ (from (B)(6) 2018). The patient¿s age, gender, medical history, and weight were unavailable. There were no further complications reported. Conflicting information was reported noting that the implant date was (B)(6) 2013.